Event description:
It was reported that the holster was sent for repair because of a green connection plug defective. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry info received visual and functional examination, the unit was found to require: functional test performed, unit modified according to guideline of manufacturer, defective fastening material exchanged, functional test according to test procedure completed, and defective translational cable replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.